Event description:
It was reported that the proximal type I endoleak is due to inability to achieve seal adjacent to bovine origin of innominate and left common carotid artery. Computed tomography from (B)(6) 2016 determined approximately 5-7mm aneurysm enlargement.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an aortic arch aneurysm measuring 50mm in diameter, and was implanted with a conformable gore tag thoracic endoprosthesis, a left common carotid artery to left subclavian artery bypass with proximal subclavian artery ligation just proximal to the vertebral artery orifice was also performed. The patient tolerated the procedure with no reported endoleak or complications. On (B)(6) 2015, the patient underwent endovascular reintervention for a proximal type I endoleak and was implanted with an additional conformable gore tag thoracic endoprosthesis. The patient tolerated the procedure with no reported endoleak or complications.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an aortic arch aneurysm measuring 50mm in diameter, and was implanted with a conformable gore® tag® thoracic endoprosthesis, a left common carotid artery to left subclavian artery bypass with proximal subclavian artery ligation just proximal to the vertebral artery orifice was also performed. The patient tolerated the procedure with no reported endoleak or complications and was discharged on (B)(6) 2015.